Event description:
Update avor 07-oct-2024. The surgeon stated that there was no particular explanation, because he did everything as usual. The error occurred on two occasions and (B)(4) was opened for the second occasion.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal end of the sharp edge of the pigtail hamstring tendon stripper, open end, 5 mm had chipped. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.

Event description:
It was reported that during a knee surgery there was a problem with the stripper. When taking the half-tensioned sample, the stripper cut the tendo too soon. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.